Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed far field r-wave (ffrw) oversensing on the atrial lead as well as undersensing of the atrial tachycardia and atrial fibrillation. The lead remains in use. No patient complications have been reported as a result ofthis event.